Manufacturer narrative:
Insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, missing retainer, and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was broken at the reservoir connection. The transparent plastic guard and the o-rings were missing. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.